Event description:
Pt underwent elective treatment of may-thurner syndrome; procedure on (B)(6) 2017 in ir; 4 coils were placed to the left internal iliac vein. Venogram revealed reflux of 4 branches which were gelformed and embolized with azur coils. Pt experienced and complained of chest pain and shortness of breath; so presented to ER on (B)(6) 2017. CT scan of chest revealed an endovascular in the right middle lobe pulmonary artery which appears to reside in the tertiary branch; no intervention performed.